Manufacturer narrative:
A sample and pictures were returned for investigation. The picture showed that the blue chip was missing; no other discrepancies were found. A functional test was performed; water can pass through without problem. The reported failure was not confirmed. The root cause cannot be determined as no fault was found. A device history review (DHR) was performed and no problems or issues were identified during this DHR review. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the tubing was not priming properly. No patient injury was reported.